Manufacturer narrative:
It was further reported that the right ventricular (rv) lead experienced a failure to capture. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had variable thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation was breached cut. The distal end was covered with body tissue fibrotic growth, and the proximal conduct had blood (not obstructed). It was visually notes that there was apparent explant damage. Concomitant products 5086mri implantable pacing lead (B)(6) 2012. (B)(4).